Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. Concomitant medical products: catalog #: 42500606401, femur cemented posterior left, lot # 62763523. Catalog #: 42540200032, all-poly patella cemented, lot # 62846310. Catalog #: 42532007101, natural tibia cemented stemmed left, lot # 62753686. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Products were reviewed for compatibility with no issues noted. External radiologist reviewed provided x-rays and noted a slight valgus positioning of the tibial component. No fracture, but radiolucency could suggest early loosening. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a revision poly exchange procedure approximately three years post-implantation due to an unknown reason.